Event description:
Return reason: faulty thermistor. Analysis determined: investigation found that the thermistor wire became detached from the wire leads within the thermistor casing causing an unstable reading. No manufacturing defects were found. Unit was used in vivo. This was not determined until analysis was completed. No further information is available on the patient's status. Corrective action taken: no corrective action is necessary at this time because each thermistor is 100% visually inspected and 100% continuity tested. Each unit is also put through a simulated in vivo operation with temperature reading verifications within a constant 37 degree c water bath. Inspection processes have been updated and are continually reviewed for improvements. An on-site vendor audit was performed in september 1998 with no deficiencies found. Both the frequency and severity of this type of incident will be closely monitored to determined if further remedial action is necessary.